Manufacturer narrative:
Batch review performed on 28 august 2018. Lot 179571: 30 items manufactured and released on 01 march 2018. Expiration date: 2023-02-11. No anomalies found related to the problem. To date, 6 items of the same lot have been already sold without any similar reported event.

Event description:
The poly screw did not engage to the tibial plate. The surgeon ended up not using the screw. There was no significant delay in the case. The surgery was completed successfully.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. The initial emdr 2018-00637 has been sent august 29th 2018 with the correct fei number (B)(4) (medacta international) while the follow-up has been sent, october 24th 2018, with the incorrect fei number (B)(4). Clinical evaluation performed by medical affairs director: according to report, the safety screw meant to secure the tibial insert to the metal back did not enage and was therefore not used. This is a 17mm thick insert, so it is a case where the mechanical tests require the screw to guarantee the assembly. We cannot foresee the evolution of this situation, but the possibility of the insert dissociation exists, particularly in case of trauma or quasi-trauma. The causes of the problem do not pertain to the clinical investigation.